Event description:
It was reported that during the implant procedure multiple attempts were required to position the atrial lead with satisfactory lead measurements. After multiple attempts the lead was positioned with acceptable measurements. It was noted after the pocket was closed there was no atrial capture. Fluoroscopy was performed and verified no atrial lead dislodgment. Further investigation via ultrasound the patient was found to have a pericardial effusion due to a lead perforation. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).